Event description:
A customer contacted beckman coulter (bec) reporting a reagent probe b leak in the unicel dxc 600 pro synchron chemistry analyzer. The customer also reported that all cartridge chemistries were failing quality control (qc) greater than a three (3) standard deviation. Upon troubleshooting qc failures with bec customer technical support (cts), the customer observed that the reagent probe b leak was caused by a loose fitting. Approximately 5 cubic centimeters (ccs) of fluid was found in the reagent probe drip tray and was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the contained leak. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Customer tightened the fitting but issue was still unresolved. The reagent probe continued to leak intermittently. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the cause of the reagent probe b leak to be due to a faulty solenoid vacuum valve for collar wash. The fse replaced the solenoid vacuum valve which resolved the issue. Bec identifier for this report is (B)(4).